Event description:
Later, an update was received indicating that extrusion of the generator was seen rather than protrusion. This extrusion was preceded by "sticky" drainage. The mother stated that the stimulator has progressively emerged more and more over the course of several days. The generator was explanted as a result. The lead remains implanted. During the explant of the generator, no incision was necessary since the generator was hanging out of the wound the generator. Cultures were obtained and the wound was then copiously irrigated. Device history records were reviewed for the generator and lead. The generator and lead passed all specifications prior to distribution. The generator and lead were hp sterilized. The explanted generator has not been received by the manufacturer to date. No other relevant information has been received to date.

Event description:
It was reported that the patient was scheduled for generator explant due to the device protruding from her body. Later an update was received indicating that the patient's generator was successfully removed. The lead remained implanted. There is no information regarding a future replacement at this time. The explanted suspect device has not been received by the manufacturer to date. No other relevant information has been received to date.